Event description:
Leaking: bleeding was reported intraoperatively, coming through the patch wall and at the suture holes. This continued for over an hour. Add'l blood platelets were administered, and this successfully stopped the bleeding. The patch remains implanted. It was also reported that the pt rec'd plavix three days prior to surgery and the day of surgery.